Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not cut. The surgeon used another device to compete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
11/13/1998- supplemental report #1 sent to FDA. Corrected data in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.